Event description:
Reporter indicated that vns pt was experiencing problems with vocal cord paralysis and difficulty breathing. It was reported that the breathing difficulty was a long-term problem and was no worse than usual. X-rays revealed that the lead electrodes were implanted in an inverted configuration. The pt is reportedly receiving good seizure control with the vns therapy. Further follow-up revealed that the pt had never experienced vocal cord paralysis or difficulty swallowing prior to vns implant. The pt's family member plans to take the pt to an ent for evaluation.